Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value not provided) and vomiting. Reportedly, the customer was not monitoring bg levels due to a failed non-tandem sensor. Bg was addressed via a manual injection. Reportedly, the customer changed infusion sets and the issue was resolved.